Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer.a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress

Event description:
It was reported that the pump had alarmed upstream occlusion. Troubleshooting was performed but the alarm persisted. Multiple attempts had been made to restart the pump, but the alarms persisted. The patient had a scheduled appointment at 1600 for pump removal. He had been advised to call the clinic immediately to check if an earlier visit was preferred. The volume recorded was 18.6 ml. The patient had not been affected. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional.